Event description:
New information states that the infection was not caused by the device or the procedure. The patient is stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-19599, related manufacturer reference number: 2017865-2020-19600. It was reported that the patient had their implantable cardioverter defibrillator (ICD) system explanted due to an infection. Additional information was requested but not yet received.